Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the label information on 200 bd ultra-fine¿ insulin syringes was illegible. The following information was provided by the initial reporter: "information not clear"

Manufacturer narrative:
Investigation summary: a complaint lot history check was performed on lot # 1347568 for package printing defect. This is the 1st related complaint for package printing defect on lot # 1347568. Investigation summary: customer returned one image of a polybag for 1ml, 31 guage, 6mm, 10bag syringes from lot 1347568. After examining the photo, the printed lot number on the reverse side of the pouches are not clearly printed, rendering the lot number illegible. A review of the device history record was completed for batch# 1347568. All inspections were performed per the applicable operations qc specifications. There were zero notifications noted that pertained to the complaint. Based on the photo received, bd was able to confirm the customer¿s indicated failure of torn/damaged polybag. Manufacturing (holdrege) will be notified of this issue. Date complaint received in holdrege: 22- sept -2022. Issue: visual inspection of the pictures shows that polybags have a printing defect, and the lot number, manufacturing, and expiration date prints were shifted from the printed area. Analysis of sample: illegible lot code print on the polybag process: a dial transfers the correct number of syringes to a tube where they drop by gravity through the tube coming to rest on top of the polybag sealing jaws. The polybag is formed by the web wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom and the top of the previous polybag. Between the sealing jaws is a knife that severs the bag from the roll. Investigation: a review of the device history record and leading 2lean (l2l) was completed for batch# 1347568. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Root cause: there were no quality notifications or dispatches that pertained to the complaint; therefore, no root cause can be determined. Corrective action: no corrective actions have been determined. Quality: complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the label information on 200 bd ultra-fine¿ insulin syringes was illegible. The following information was provided by the initial reporter: "information not clear".